Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for charge circuit timeout. It was noted that the implantable cardioverter defibrillator (ICD) has been turned off for two years and the device remains implanted. No patient complications have been reported as a result of this event.